Event description:
It was reported that before use, the device was alarming for technical failure 316 and 545. No patient involvement was reported.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a supplemental report when our investigation is completed.